Event description:
The following email was sent to ed pi form: "I was at [sister facility] last night and it took us close to 12 tries to get an IV to thread in a difficult patient. They consistently blew veins and when withdrawn were kinked. This is one patient out of many that I've had similar problems with since changing to the new ivs. This included ultrasound guided lines into the brachial veins."